Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for headache and spinal pain. In formation was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt. Says "it worked good when it was put in but now it aint, it seems to be zapping my head and my dr wanted me to make sure it was programmed and ev erything". Pt says this change started "7-8 months after it was put in" (2019). The circumstances that led to the reported issue were unknown. Troubleshooting was unable to be performed as pt says they have tried all 3 groups he has not had any improvement. Pt says they haven't had falls or trauma. The patient was redirected to their healthcare provider to further address the issue. Advised that the pt follow up with hcp. Pt cannot remember the hcps name but will find it and call them.